Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The user's blood glucose level was 198 mg/dl. It was confirmed that the user has alternate insulin therapy available.